Event description:
It was reported that a malfunction alarm with code malf 24 occurred, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to multiple daily injections as a backup therapy.